Event description:
A caller reported a malfunction on the pump with a malfunction code identified as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions for resetting the pump and assisted with the process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump but to contact support if the issue arose again.